Event description:
The pt experienced a loss of stimulation sensation following a face first fall about 3 weeks ago. She recharged her device but could not turn on or feel her stimulation. The pt also had coupling/ communication issues and her device was in a possible overdischarge condition. Further info was requested.

Manufacturer narrative:
(B)(4).